Event description:
According to the complainant, the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit during an anterior repair procedure on (B)(6)2008, and subsequently had the mesh removed by another physician on (B)(6) 2010, because it had eroded into nearby organs. According to the implanting physician, post-implantation, the patient presented with mesh erosion into the vaginal canal only. She also experienced some incontinence, vaginitis, vaginal discharge, hot flashes, and dyspareunia (dates unknown). She also had a hysterectomy, unrelated to the mesh. In addition, the patient presented with pain on (B)(6) 2009, and returned to the implanting physician on (B)(6) 2009 to undergo a mesh excision procedure, during which a 2.5cm x 1.3cm x 0.5cm portion of mesh was removed. According to the implanting physician, the patient's complications resolved without any further intervention, and the patient has not returned to the physician since (B)(6) 2009.

Manufacturer narrative:
Although the lot number was not provided, it was reported that the device was not used past its expiration date.